Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was treated for infection at the time of replacement. It was also reported that the implantable cardioverter defibrillator (ICD) longevity was shorter than expected. The device was explanted and replaced. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was treated for infection at the time of replacement. It was also reported that the implantable cardioverter defibrillator (ICD) longevity was shorter than expected. The device was explanted and replaced. The patient is enrolled in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.